Manufacturer narrative:
Device was discarded by the hosp. Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The customer reported through our kit booking specialist, an event of breakage of the product involved. The surgeon completed the procedure with another item available in the theatre. No adverse consequences reported by the customer. The item was discarded.